Manufacturer narrative:
A philips field service engineer (fse) visited the customer site to evaluate the reported issue. The fse determined that the mx40 was malfunctioning and needed to be replaced. The fse replaced and reconfigured the new device. It was determined the replacement device was functional and ready for clinical use. The faulty device was sent to bench repair for evaluation. This report is based on information provided by the philips authorized repair facility. During the evaluation of the device at bench repair, it was noted that the device log files show radio errors and corrosion on antenna. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was corrosion on antenna. The customer was previously provided a replacement, so the faulty device has been scrapped.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the device randomly does not send alarms to the monitoring center. The device was in use on a patient at the time of the event. There was no adverse event reported.